Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy the thumb advancer was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The device instructions for use indicate: the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, advancement of the thumb advancer could not be completed, as the sheath was carving. The device was removed from the patient's groin using the safety release mechanism. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. The starclose se instructions for use under precautions states: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.